Manufacturer narrative:
The initial reported event was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report (previously submitted). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d354trg crt-d, implanted: (B)(6) 2012. The distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.